Manufacturer narrative:
(B)(4). The analysis results found that the pse45a device was returned inside its package. The outer box was not returned for analysis. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that the account found that the outer box of one of the devices was damaged. It was unknown if sterility was compromised as a result of the damage. The device was not being used for a case, so there was no patient involvement and no patient consequences reported.